Event description:
It was reported that during initial implant, the pacemaker (pm) had intermittent loss of ventricular capture. The physician elected to use a new pm to complete the procedure. The patient was stable following the procedure.

Manufacturer narrative:
The reported event of intermittent capture could not be confirmed. The device voltage was above elective replacement indicator (eri) level upon receipt. Visual inspection found no anomaly on the header related to the field concern. Analysis of the device image indicated device was within normal range of operation. Analysis performed, including output verification, found no anomaly contributing to reported events of failure to pace. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.